Event description:
The user facility reported that a patient on impella cp support had atrial fibrillation and an amiodarone bolus and magnesium/potassium were replaced. Additionally, the impella was alarming low flows. Albumin was running. The patient continued with impella support and was explanted as planned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: the cause of the low pump flow could not be determined due to insufficient clinical details, and no product or data returned. Device history review: the device passed all post sterile inspection checks.